Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that they were examined by their dentist. The dentist findings are patient complaint of crowding, class I anterior/posterior, #6, 7, & 27 open bite, arch discrepancy l-2mm crowding/ u 2-3mm crowding, tongue thrust producing open bite. Dentist treatment plan 6-9 months of ortho treatment with brackets/wiring/bands to fix open bite and produce proper final bite alignment. Clear aligner treatment not suitable for the patient due to open bite caused by tongue thrusting.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.